Event description:
Caller reported meter plus overheating. Can see smoke and smell burning from power supply port. Meter will be replaced. Meter has been inactive for about a year and was recently activated. Customer noticed power supply port was broken since power cord plug did not stay in.

Manufacturer narrative:
Visual inspection of the meter found paper jammed into the printer roller. Roller did not advance when paper feed button was depressed. No discoloration at power port found. Battery compartment was corroded and has discolored prongs. Issue with printer roller was addressed starting with meter (B)(4). Burning smell was most likely the printer roller jamming. Customers observations of burning was not reproduced. Meter will be scrapped. No corrective action required at this time as no product deficiency was established.